Event description:
Information received from the field notes ventricular undersensing when the sensitivity was programmed to 2.0mv. Implant, the sensing threshold was 4.0mv, but the threshold at the follow-up was 1.5mv - 2.0mv in the bipolar configur- ation. The unipolar sensing threshold was 3.5mv. The sensing was programmed to the unipolar configuration and autocapture was turned off. The patient was not pacemaker dependent, and the physician elected to monitor the lead.